Event description:
Consumer called to report low readings with her meter. Had to be admitted to the hosp because her blood sugar dropped to 47. Thinks the meter has been recording higher readings and she was adjusting insulin accordingly.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.